Manufacturer narrative:
Ligaclip endoscopic rotating multiple clip applier-based upon inquiry information received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument is designed to lockout when all the clips have been fired. It should be noted that each instrument is built and loaded with twenty clips present in the instrument and there are steps present in the manufacturing process to ensure that the instrument contains twenty clips.

Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the clips would not advance in the er320 after the first 7 or 8 clips were fired. Another instrument was opened to complete the case. There was no consequence to the pt.